Event description:
It was reported that the programmer displayed an error message. The programmer was attempted to be rebooted several times without success. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4): the programmer was returned and analysis verified the reported error message and found a broken power cord bay.